Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the high voltage lead impedance was high. The other electrical parameters were stable and in range and no intervention was performed. The patient was stable.